Event description:
It was reported that a patient underwent a cardiac ablation with a qdot-micro, bi-directional, d-d curve, c3, split handle and the patient experienced cardiac tamponade that required pericardiocentesis. First, when the catheter was advanced into the cardiac cavity, the proximal electrode of the octaray was displayed as black and the matrix was not displayed--even though it was coming out of the sheath. There were no patch position problems, no metal interference, and the issue was not resolved by conducting ¿reset visualization¿ or replacing the octaray cable. It was also reported that the patient experienced cardiac tamponade. The issue required drainage. Afterward, the procedure was then completed. The physician judged the health hazard as moderate / minor. In the physician's opinion, the anterior side was punctured during brockenbrough, but there was round tissue near where the needle was inserted and the escape route to the left atrium was narrow. It was also difficult to perform the transseptal puncture due to the presence of fatty-like tissue in the septum. Patient has recovered and their condition improved. Patient did not require extended hospitalization. Ablation was performed prior to noting pericardial effusion. The event occurred at the end of the procedure. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the complaint device was not returned for analysis. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31177708l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).